Manufacturer narrative:
It was reported that the device was implanted in 2011. An exact date was unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that a clinical follow-up of the implanted device occurred on (B)(6) 2019. The physician reported that a power on reset (por) error occurred, but the cause of this error was unknown. The device was interrogated with the physician programmer, and the physician reprogrammed the ins. The issue was resolved. No surgical intervention occurred or was scheduled. No symptoms were reported and the patient was alive with no injury.